Manufacturer narrative:
A series of photos were shared by customer, where a red particulate is observed over the tip of the device's spike. A photo illustrating a fourier transform infrared spectroscopy (ftir) study performed by the customer was included, where the results indicate as "epoxy resin paint". No additional damage or anomalies were confirmed from review of the customer-provided photographs. One open/unused. List #kl-va002u3, chemosafelock vial adapter was returned for evaluation. As received, the dust blue cap was removed looking for the presence of the particulate, however, no particulates were found over the spike tip or anywhere else. The customer's complaint of red foreign material in spike tip can be confirmed based on the photo shared as a particulate was observed outside the fluid path. However, once the sample was received, there was no particulate was found. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 08jul2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional reporter: (B)(6) .

Event description:
The complaint/event involved a chemosafelock vial adapter. Red foreign matter was reportedly on the spike tip and this was noticed after removing the cap. The foreign material measured at 1.1mmx0.4mm. It was fragile, and it easily detached and red pigment was dispersed by tweezers. The device was changed out/replaced with no further problems encountered. There was no patient involved and no reported harm or impact of event on the medical institution worker.